Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Five days later, the pt presented with right leg pain; an occlusion in the ipsilateral leg of the trunk-ipsilateral leg component was identified. A thrombectomy was successfully performed.

Manufacturer narrative:
The device remains functioning in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: a gore excluder aaa endoprosthesis contralateral leg component (lot#04964728) was also implanted.